Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely upon receiving shock therapy from their implantable cardioverter defibrillator (ICD). Upon review, it was found that the shock was delivered inappropriately as the ICD failed to identify supraventricular tachycardia (svt). No intervention was performed. The patient was stable.